Event description:
Event description guidant received information that during a lead revision for high impedance and pacing threshold measurements on the rate/sense portion of this implantable transvenous defibrillation lead, the physician noted blood in the header of this implantable cardioverter defibrillator (ICD). The device was subsequently explanted and the rate/sense portion of the lead was surgically abandoned.